Manufacturer narrative:
Device evaluaton: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as patient related. Reportedly, "if the arch height is too high, take it out and replace the 12.1 intraocular lens implantation. The implantation is smooth. Place it in the horizontal position. Rince the viscoelastic agent. If the anterior chamber is found to be bent, inject the viscoelastic agent. The anterior chmaber is still bent. Adjust it to the vertical position. Inject the viscoelastic agent in front of the crystal. The arch height is still too high. Take out the crystal." The problem was resolved.